Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, patient had difficulty in reading. Additional information was received stating that the lens was exchanged for an unknown advanced technology intraocular lens (atiol) after the initial implant procedure. The clinical reason for explantation was poor focus at near.

Event description:
Additional information received stating that the lens was exchanged with company same model lens but different toric value and different diopter. Two diopter more power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.

Manufacturer narrative:
Additional information was provided in a2, a3.a, b5, b6, b7, d10, and h11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).